Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument's movements did not correspond to the console surgeon's. There was non-intuitive motion. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the movement was in the opposite direction than commanded by the surgeon. The instrument also did not have a smooth or continuous movement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The probable root cause is attributed to an engagement or disengagement issue between the instrument and patient side manipulator (psm), based on review of the logs. The probable root cause cannot be traced more specifically because the product has not returned for failure analysis.

Event description:
Refer to h11 for follow-up information.